Event description:
Complainant alleged that during pt set-up, the device displayed a "paddle fault" message, and was unable to charge. The complainant was able to obtain another device. There was no adverse effect to the pt as a result of the reported malfunction.